Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy and burn-like skin irritation under the lifevest equipment. Per review of the patient data flags and recent download of (B)(6) 2021, the data confirms that the patient was not treated. The patient's physician advised the patient to use lotion on the skin irritation. Follow up indicated that the skin irritation improved, however, the patient still experiences some itchiness.